Event description:
It was reported that the customer experienced hyperglycemia with a noted occlusion alarm and subsequently discontinued the ilet, administering insulin via subcutaneous pen under spouse supervision. Symptoms included elevated glucose readings on cgm without reported clinical sequelae. Outcomes included no adverse health effects, no need for third-party assistance, and no hospitalization. Investigation included troubleshooting guidance, ketone action education, and follow-up to verify device function and supply change readiness. Investigation of this case revealed no confirmed device malfunction and no corroborated occlusion at the time of follow-up, with the highest reported glucose cited as 800 on cgm and no capillary bg provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.